Event description:
Procedure: urogynecological. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The indication for implantation of transvaginal mesh in this patient is symptomatic pelvic organ relaxation with uterine prolapse and symptomatic, cystocele, enterocele and loss of support of the apex of the vaginal vault and urodynamic stress urinary incontinence. The postoperative complications that this patient developed following transvaginal placement of surgical mesh in 2006: patient underwent examination under anesthesia, four puncture open laparoscopy, laparoscopic lysis of adhesions, laparoscopic assisted vaginal hysterectomy and preservation, ovarian function, halban culdoplasty with correction of enterocele, uterosacral vaginal vault suspension, anterior colporrhaphy, placement of tension free vaginal tape (uretex) using cystoscopic guidance. 2008: she presented with hot flashes, virus episode, still having some nocturia, irritability. Impression ¿ hormone dysfunction, menopausal symptoms. 2013: she complained of urinary urgency, urinary frequency and urinary incontinence. Ordered labs. 2013: minor stress urinary incontinence, urgency, nocturia, constant bladder pressure and pelvic burning pain. Plan ¿ physical therapy 1-2 times a week, for 4-6 visits. Scheduled for surgery in (B)(6) 2013. Mesh revision surgery: 2013: underwent transvaginal urethrolysis, removal of mesh for mesh complication, and pain.